Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the rechargeable batteries were not working as promised and the "video is a joke as far as moving *at all*". They have to charge every day and quite frankly none of their groups were working. They were having a breakthrough so badly at night that they were unable to drink their tea and often during the day they will spill their drink. It was noted that they checked their controller in all groups (except c since they were told it was a non-functioning group) and they constantly spill stuff and/or knock it over when they reach for something else. They went on to say this was frustrating that they have to hold the charging paddle to their chest constantly and it's uncomfortable. They were not happy with the batteries. They think the only thing that can be done is to change them out with regular batteries. Given the choice they would not go with the rechargeable batteries again. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the issue was deemed to be the patient and not a manufacturer issue. The patient was seen by a neurologist as a follow up and it was determined this was not a dbs issue. No further complications were anticipated as a result of this event.